Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge leaked. Additionally, it was reported that resistance was experienced when filling multiple cartridges. A new cartridge was loaded to address the issues. Customer's blood glucose level was 210 mg/dl.